Event description:
It was reported that patient received a shock due to af event. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.